Event description:
It was reported to boston scientific corporation on april 2, 2019 that a flexiva 200 laser fiber was used in a procedure performed on (B)(6) 2019. According the complainant, during the procedure, an event occurred. The procedure was completed with another laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The details of the event were not reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Based on the procedural context of the event, this event has been assessed as a fiber break. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: problem code 1069 captures the reportable event of fiber broken. Block h10: investigation results one flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 68.9 cm from the top of the connector to the break. The second piece measured approximately 31.4 cm from break to break. The remainder of the fiber, including the distal tip, was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a procedure performed on (B)(6) 2019. According the complainant, during the procedure, an event occurred. The procedure was completed with another laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The details of the event were not reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Based on the procedural context of the event, this event has been assessed as a fiber break. Should additional relevant details become available; a supplement report will be submitted.